Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that her one touch ultra mini meter casing cracked . She mentioned that she drooped the meter on a marble floor and the meter broke into pieces on the night of (B)(6) 2010. At an unspecified time later, she developed symptoms of feeling light headed, dizzy and rapid heartbeat. She drank some orange juice at around 7:30pm and also decreased her diabetes medication. She did not seek any further medical attention or contact her physician for assistance. She was not tested on another device. The product was replaced. The complaint is being reported since the patient alleged since she was unable to test her blood glucose, she developed symptoms suggestive of a serious injury and had to self-treat with orange juice.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.